Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01204. This report is being submitted as additional information. Approximate age of device- 7 months (calculated from the date when the mpu was issued to the patient.) Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the mpu could not be conclusively established. The submitted log file captured no external power events on (B)(6) 2018. The associated voltage levels during these events indicated that the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery (ebb) during the events. There were no other notable alarms active in the log file. The pump remained above the low speed limit of 8800 rpm for the duration of the file, including the no external power events. The mobile power unit was not returned for evaluation and remained in use. According to the device history records, the mpu was manufactured and shipped with a v-lock cable; however, it could not be determined if this cable was in use at the time of the event. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a number of power cable disconnect and no external power alarms observed on the system controller. The patent reported that the last two events occurred during a power outage. The patient was asymptomatic. Log file analysis by the manufacturer's technical services revealed that the events may have been due to a loose connection with the mobile power unit ac power cable. No additional information was provided.